Event description:
Customer reported that the system froze up during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty controller pcb. System operates as intended.